Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: lot# 8089367, DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. 7 pcs retention samples were checked for leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which meets requirements. No returned samples or actual defect samples for investigation, so no in-depth investigation was performed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: according to dfema (B)(4), the severity of leakage is moderate (s3), the occurrence of pen needle leakage complaint rate is <1 cpm(o1) since 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that insulin leaked from 92 different pen needles 31x8 asia before use. The following information was provided by the initial reporter: "insulin leakage from pen and pn connecting site"